Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 08/31/2015. The product associated with this report will not be returned. Based upon the catalog number and implant date provided, it is assumed to be a taper ii. Further information from the reporter regarding the serial number has been requested. No additional information has been received to date. Device labeling addresses the possible outcome of band slip as follows: warning: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage.

Event description:
Reported as: patient was noted to have nausea/vomiting and CT revealed their lap-band had slipped and needed immediate surgical attention. Patient taken to or and had lap-band removed. This event was reported to FDA by the user facility, (B)(4).